Manufacturer narrative:
A request for additional information was sent to the local representative.

Manufacturer narrative:
The device was explanted and received at boston scientific's post market quality assurance laboratory in (B)(6) 2011. The device is currently undergoing laboratory testing.

Event description:
Subsequently, boston scientific received information that this patient's latitude monitoring system detected another red alert (high shock impedance). The local representative and on-call physician were notified of the alert. The patient contacted the warranty department to discuss warranty credit and out-of-pocket expenses. The patient expressed concern about the the rv lead's integrity (lead fracture). The patient indicated the possibility of contacting an attorney. The call was transferred to technical services. Technical services was informed that a lead revision procedure was scheduled in (B)(6) 2011.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was received at boston scientific's post market quality assurance laboratory and visual inspection found that the device's header was loose. The memory log of the device was reviewed and the shock lead impedance measurements were within normal range until the last 35 days of implant. Over that time, 5 open shock lead impedance measurements were recorded. Xray confirmed that the rvc (df-) feedthru wire was cracked. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2011 for a scheduled lead revision procedure. The chronic rv defibrillation lead was explanted and replaced. The replacement rv defibrillation lead was attached to the chronic device. The measured shock impedance was greater than 125 ohms in all shock vector configurations. The chronic device was explanted and replaced. The system was again tested and the measured shock impedance was normal. Defibrillation threshold testing was performed and no issues were encountered.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (high shock impedance). The local representative and the clinic nurse were notified of the alert. Subsequently, boston scientific received information that this clinic nurse contacted technical services to discuss the red alert. The clinic nurse reported that she was unable to see any data from yesterday's daily measurements. Technical services discussed the timing of daily measurements (every 21 hours) versus the latitude updates. Technical services explained that the red alert was triggered in the afternoon. It was likely that the 24 hour trending window had not yet completed when the upload occurred. Technical services discussed troubleshooting options when the patient is seen in-clinic to evaluate the device/lead system. The clinic nurse was informed that all daily measurements were within range. There was no electrogram noise on latitude's presenting electrograms. The events stored in the arrhythmia logbook appeared appropriate. Technical services suggested that the patient should be asked about possible exposure to electromechanical interference (emi) around the time of the measurement.